Event description:
The reporter indicated that a 12.6mm, vticm5_12.6 -11.5/3.5/080 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: on (B)(6) 2023 a replacement lens was implanted and the problem resolved. Claim# (B)(4).